Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware. Block d6b: explant date: a year ago. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50 ; serial: (B)(6); batch: 5108210/5130965.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming attempts. The patient underwent a system explant procedure. All explanted device components will not be returned.